Manufacturer narrative:
Device received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to a35 alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 347 mg/dl. Customer reports that the drive support cap was appears to be normal. Customer does not report on e70 alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.